Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the balloon, shaft and in the guide wire lumen. There was dried contrast in the balloon and inflation lumen. This is consistent with preparation and use of the product in the patient anatomy. The balloon was returned loosely folded and rolled distally over the tip. The shaft was stretched for a length of 2 mm proximal to the proximal seal. The shaft was bunched proximal to the proximal seal. The guide wire exit notch was torn and lifted for a length of 2 mm. The shaft was stretched distal to the guide wire exit notch for a length of 6 mm. There was multiple bends throughout the entire length of the hypotube. The shaft at the guide wire exit notch was stretched for a length of 2.3 cm. Possible causes for difficulty in removing a dilatation catheter after inflation may include: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, the balloon not being fully deflated prior to attempting to remove, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. A new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out the tear in the guide wire exit notch. The balloon could not be pressurized due to the leak. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the shaft was not damaged prior to use; additionally the tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire, which may have occurred post procedure. Also, it was reported that the rx trek was inflated to 22 atmospheres (atm), which is above the rated burst pressure (rbp), which may have further disrupted the balloon tri fold and profile such that resistance was noted during retraction. Additionally, as resistance was encountered during retraction, it would have contributed to the balloon folding over itself, shaft stretching, bunching, and bends as noted on the returned product. It should be noted that the rx trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over pressurization. It was also reported the rx trek was used in the superior femoral artery. The IFU states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. It is possible the use of the trek catheter in the femoral artery may have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are 100% visually inspected online for damage.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during an interventional procedure of the calcified superior femoral artery, the 3.0 x 30 mm trek was inflated once to 20-22 atmospheres (atm); however, resistance was met after deflation of the balloon and when attempting to retract into the guide catheter. The physician could not retrieve the balloon through the 6 fr guide catheter. Eventually, the balloon and guide catheter were removed from the patient anatomy as a system/together. It was noted that the balloon had been 'deformed' and a portion of the balloon had returned (folded) on the "extremity". The device did not separate and remained in one piece/unit. There was no reported patient effect. There was no additional information provided.